Manufacturer narrative:
Device not returned.

Event description:
Complaint description - tab broke from locking cam which allowed screw to back out. Surgeon elected to remove screw as fusion was solid. Revision surgery was completed with no known complications. Surgeon elected to remove only the 1 screw as fusion was solid. Therefore we are unable to determine the definitive cause of issue.